Event description:
While pulling negative pressure to remove any air bubbles between the catheter and the syringe, a foreign particle was noticed floating inside of the syringe. Subsequently, a piece of plastic was noticed missing from the hub of the catheter. Physician concluded that the foreign body inside the syringe was the "fleck" (missing piece of plastic) from the catheter hub. The syringe and catheter were removed. There were no anomalies noted during the product inspection and device was prepped according to the instruction for use (IFU). There was no reported patient injury. The catheter will be returned, however, the syringe with the foreign substance is not available. Additional information will be sent within 30 days upon receipt.